Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and stated that he spoke to the charge nurse who advised him the patient had issues with the placement of catheter, and so the balloon had to be repositioned multiple times. The fse checked the error log and no errors were found. He also ran the iabp on a trainer for a significant period of time, and completed all functional and safety tests to factory specifications. The iabp was then returned to the customer cleared for clinical use.

Event description:
The customer reported getting an "0" on assisted and diastolic pressure in auto mode on the intra-aortic balloon pump (iabp) while in use on a patient. However, pressure was fine in semi-auto mode. There was no harm to patient or adverse event reported, and no patient information is available.